Event description:
It was reported that the percutaneous transluminal angioplasty was to treat the iliac artery. Reportedly, the armada 35 balloon dilatation catheter (bdc) was inflated the first time to 10 atmospheres (atms), but during the second inflation at 12atms the balloon ruptured. An armada 35 12x40mm bdc was used to complete the procedure. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.